Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free experienced component separation, and leakage. The following information was provided by the initial reporter: not all in the lot have the problem. I was brought 2 that were defective & 1 that was not. The defect is the heat seal between the drip chamber & the tubing is not sealed. When the fluid gets to the tubing the tubing pops off. (Big mess)

Manufacturer narrative:
Investigation summary: the customer reported separation at the drip chamber and returned 3 samples of material #10802688. Of the three samples, two were clearly separated below the drip chamber and the third was intact. The complaint of separation is verified. Visual analysis under the microscope found the tubing for the separated drip chambers to have shallow insertion depth and insufficient traces of solvent. A device history record review for model 10802688 lot number 21069556 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 06apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is traced to the assembly process. No other failure modes were observed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free experienced component separation, and leakage. The following information was provided by the initial reporter: not all in the lot have the problem. I was brought 2 that were defective & 1 that was not. The defect is the heat seal between the drip chamber & the tubing is not sealed. When the fluid gets to the tubing the tubing pops off. (Big mess!)